Event description:
The caller reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a non-tandem wall adapter, and tandem technical support informed the caller of the importance of using recommended charging supplies. A replacement tandem wall adapter was sent to the customer via two-day shipping, and no further assistance was required.